Event description:
During an implant attempt of the subject device, absence of ventricular pacing was reported. The physician indicated that the leads were properly connected to the device. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.